Event description:
An ipp device was implanted on 09/10/81. A revision surgery was performed on 08/16/82. The reservoir was revised on 09/19/83. The pump and cylinders were revised on 09/11/84. A connector was removed from the patient and replaced on 06/16/97 due to an unspecified "malfunction". Ams has requested additional information.